Event description:
Customer received a reading of 213 mg/dl on their precision qid meter. Customer then ate dinner, and based on that reading, proceeded to give themselves 9 units of novolog insulin. Shortly thereafter the customer received a reading of 48 mg/dl, and began to experience symptoms of hypoglycemia. Customer began to feel dizzy and nauseated. Customer injested a candy bar to raise their glucose levels.